Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited high pacing impedance measurements out of range on the right ventricular (rv) lead when programmed bipolar. Technical services (ts) reviewed and noted no noise was seen and capture was confirmed. This product remains in service. No adverse patient effects were reported.